Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post atrial fibrillation ablation the high voltage impedance via remote monitoring system with this implantable cardioverter defibrillator (ICD) was zero. This corresponded with the time the patient was having the procedure. When the ICD was re-tested the high voltage value was within normal range. A review by boston scientific technical services (ts) noted that a singular value of 0 ohms is associated with environmental electromagnetic interference. Ts noted this case was clear as the patient was undergoing a procedure at the time of the daily measurements. No further action was taken and ts discussed normal follow up. No adverse patient effects were reported.